Event description:
A malfunction was reported with a displayed code noted as malf 9. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided information on resetting the pump, assisting the customer with the process. However, the customer ended the call before confirming whether the malfunction recurred. No additional outcome information was received.